Manufacturer narrative:
(B)(4). The product was requested for return to the manufacturer for laboratory investigation but the sample was scrapped by the customer. Maquet cardiopulmonary is aware of a similar complaint ((B)(4)) which was investigated with the following results: the product was visually inspected in the laboratory of the manufacturer. On the blood inlet and blood outlet side the hls module was heavily clotted. During rinsing a few of the clots were rinsed out. The product was cleaned with natriumhypochlorit. A tightness test of the blood side with the original tubes was performed and hereby a leakage at the tube connection of the blood inlet side was confirmed. The tubes were changed and the tightness test was performed again and a leakage at the tubes was not confirmed.the module was connected to the cardiohelp and the sensor operates perfect.the product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria and therefore passed the test successfully. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
According to the customer: "they had a (B)(6) burn patient on cardiohelp via a 31 fr. Avalon cannula for about 4 hours. They thought the hls module was not transferring enough oxygen for the patient. Arterial blood values: po2-28, svo2-58%, hgb-9. Post oxygenator arterial values: po2-305, svo2-100%, hgb-9.blood flow was 4.2lpm and delta p was steady at 21. I did some oxygen transfer calculations and told them it appeared as if the oxygenator was working but if they felt it needed to be changed, they should do so. They did change out the hls, rinsed it out, and found nothing. No harm to the patient was reported. (B)(4).